Manufacturer narrative:
(10)lot number unknowng tin unavailable, product made prior to gtin compliance date device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Per the decon form, the device was received (B)(6) 2018, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the cruciform head screwdriver is bent. This most likely occurred during washing on (B)(6) 2018. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Complainant part was returned for manufacturer review/investigation. Initial reporter information was provided. Without a lot number the device history records review could not be completed. A product investigation was performed. This complaint is confirmed. But for the condition of broken tip, in addition to bent/twisted tip. Visual examination under 5x magnification at customer quality (cq) revealed that a portion of the distal cruciform tip of the returned shaft has sheared off mid flute and was not returned. The remainder of the distal cruciform tip is significantly twisted/bent (approximately 45 degrees) in the direction of resistance met during attempted screw removal. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. The returned screwdriver shaft (part#314.482.001) is a component of part#314.482 (1.0mm cruciform scrwdrvr bladew/spring holding slv-hxc). The holding sleeve component of the 314.482 assembly was not returned. The lot# for the assembly is etched on the holding sleeve component which was not returned. Therefore a review of the device history records was unable to be performed since the lot number was unknown. Top level assembly drawing sm_114004 current revision c and shaft component drawing sm_113917 current revision d were reviewed during this investigation. No product design issues or discrepancies were observed. This device is used to insert 1.0mm cruciform cortex screws in multiple systems including the variable angle locking hand system. The diameter of the shaft of the returned device proximal to the post manufacturing damage measured ø1.275mm at cq (micrometers om521) which is within specification of ø1.3mm +0.0 / -0.05mm per shaft component drawing sm_113917 current revision d. The length of the remaining distal cruciform geometry of the returned shaft measured 0.53mm at cq (calipers ca592)) which confirms that approximately 0.84mm of the tip is missing with reference to shaft component drawing sm_113917 current revision d. A material check or hardness check were not performed at cq because of the significant post manufacturing damage consistent with attempted screw removal and there is no indication that the material or hardness would have contributed to this complaint. A definitive root cause could not be determined. Based on the post manufacturing damage (the remainder of the distal cruciform tip is significantly twisted/bent (approximately 45 degrees) in the direction of resistance met during attempted screw removal), it is most likely that bony ingrowth around a previously implanted screw required more torque to remove (more than the returned device was designed to withstand). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.